Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The ICD was undersensing the af which contributed to the inappropriate therapy, and therapy was eventually exhausted. The device was successfully reprogrammed and the patient was put on medications to control their af. At this time the ICD remains in service. No adverse patient effects were reported.